Manufacturer narrative:
The facility realized after some minutes that the sys shut down was due to the power cord not being plugged completely into the wall socket. The sys power cord was plugged securely into the wall socket and the sys functioned normally. The facility did not request service for the sys. There is no non-conformity with the sys. (B) (4). (B) (4). (B) (4).

Event description:
The facility administrator reported that the system stopped working during surgery and they could not reboot. The case was not completed. Multiple attempts were made for pt status with no response to date.